Event description:
It was reported that a cartridge change error occurred. Reportedly the customer was using cold insulin. Customer success advocates educated the customer that using cold insulin is off label per the tandem user guide. Customer¿s blood glucose level was 173 mg/dl. A new cartridge was loaded to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. H3 other text : device not returned.